Event description:
In 04/05 that a customer had a problem with foley catheter. According to the customer "the catheter that was inserted in 2005 and failed the 2nd day about 4 a.m.. After removing the catheter, the doctor examined it, the balloon was found to be collapsed blocking off the exit port. The result in the build up of urine in the bladder was causing the pain.